Manufacturer narrative:
(B)(4). Age: approximately 63 ¿ 67 years. Foreign source: switzerland. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a revision of the right hip stem due to an unknown reason, approximately nine (9) years post-implantation. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h10. Proximal and distal part were returned for investigation. The distal and proximal parts of the stem show damages from the revision surgery in the form of scratches and nicks. On the area close to the pin, the distal part shows a drilled hole most likely made during removal of the implant during revision surgery. The neck of the taper of the proximal part, shows some polished areas. No bone ongrowth can be seen on the anchoring surface of the proximal part. Bone attachment can be found on the anchoring surfaces of the distal part. The connection pin of the distal part is fractured and the patterns on the surfaces point to a fatigue fracture with the origin located on the lateral side. A review of the device manufacturing records confirmed no abnormalities or deviations. Medical records were provided and reviewed by a health care professional. Patient is male, 66 years old at the moment of the event reported in this complaint. The patient underwent an initial right tha due to coxoarthrosis, however no information was provided on the date of the initial surgery. After the first implantation, the patient underwent multiple revision surgeries because of repeated stem loosening. Zimmer biomet devices were implanted for the fist time; op notes of this surgery report strong osteoporosis and an extensive thinning of the cortical bone in the femur. Subsequently the patient underwent further surgery to reinforce and strengthen the femoral shaft with a femoral plate. As per the information received, this procedure was not perform to remediate to and adverse event, indeed no fracture is reported; this procedure was performed to support patient's abnormal anatomy, i.e. Poor bone quality, osteoporosis and thinning of the femur cortical bone. Later on the patient underwent revision surgery due to a fracture of the pin of the stem. Op notes of this surgery report firmly fixed and integrated distal part and poorly fixed proximal part. Review of the medical records points to patient¿s poor bone quality and abnormal anatomy. Op notes of the last revision surgery report good fixation of the distal part in the femur and a lack of fixation of the proximal part. Based on the literature, factors such as patient age, medical history, weight and activity level, as well as good integration of the distal part and poor integration of the proximal part may have led or contributed to the reported event. In conclusion, based on the investigation a pin fracture of the distal stem can be confirmed and most likely attributed to fatigue. Nevertheless, since the cause may be multifactorial, consisting of patient- and procedure-related factors, a definitive root cause could not be identified. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent a revision of the right hip due to fracture of the implanted stem, approximately ten (10) years postimplantation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: revitan, proximal part, cylindrical, uncemented, 105, taper 12/14 item# 01.00402.105, lot# 2521250. Revitan cone 12/14 item# unknown, lot# unknown. Biolox delta head 36mm+0 m item# unknown, lot# unknown. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Device is used for treatment. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.